Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced continuous decreased blood glucose (bg) of 40-50's mg/dl. The customer's husband assisted customer with consuming frosting to address bg. Cause for bg was unknown. Tandem technical support examined pump data logs and the pump was performing as intended.